Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-aug-2025, the user reported persistent highs overnight, with blood glucose (bg) readings of 374 mg/dl (cgm) and 361 mg/dl (fingerstick). A shower had caused the needle to dislodge and attempts to reinsert a new needle did not resolve the high bg. The user completed a site change before the call. The agent confirmed insulin delivery through tubing tests and guided another infusion set replacement. Resolution: the agent advised contacting the healthcare professional (hcp) if needed. The user lacked ketone strips but agreed to monitor. At the end of the case, the event involved a highest recorded glucose of 374 mg/dl, was corrected through a site change, and was managed without medical intervention or external assistance. Symptoms of frequent urination were reported. Follow-up attempts on 17-aug and 19-aug 2025 were unsuccessful due to a disconnected number, and the case was closed.